Event description:
It was reported that emerald syringe 5ml 24x1 an had foreign matter inside the syringe. This occurred on 20 occasions during use. The following information was provided by the initial reporter: dust partials inside the emerald syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-19. H.6. Investigation summary the samples were received by bd for evaluation. A quality engineer was able to review the returned (20) emerald 5ml from lot # 9245733 product # 307757 with the reported issue of ¿dust particles inside the emerald syringe¿. DHR reviewed, found no non-conformities. The team reviewed the packaging process and identified process controls, which were found in place in working conditions. As per lot manufacturing records, no similar defect was reported during in-process inspection and assembly operations. No such defect was found during the inspection of retention samples available at plant. The customer returned samples however showed a lot of holes looking like pests infestations. Infestation is the state of being invaded or overrun by pests. There is a chance that the storage conditions at the distributor / customer end is compromised causing the package integrity to be compromised. The storage conditions on the distributor will be further investigated and will be shortly initiated. Based on the samples and/or photo(s) received the investigation concluded that bd confirms the indicated failure, however the root cause needs further investigation with a third party for the storage conditions at the customer end. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that emerald syringe 5ml 24x1 an had foreign matter inside the syringe. This occurred on 20 occasions during use. The following information was provided by the initial reporter: dust partials inside the emerald syringe.